Manufacturer narrative:
The customer reported that the unit had no power. A philips field service engineer went to the customer site and replaced both the power and control pcas to resolve this issue. Due to the multiple parts being replaced, we cannot determine the cause multiple parts were replaced.

Event description:
The customer reported that the unit had no power.